Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 4.5mmx28mm, eccentric, de novo target lesion with a bend of >45 degrees was located in the moderately calcified mid to distal right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 4x15mm non-bsc balloon catheter. A 28 x 4.50 rebel stent was then advanced for treatment but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. Subsequently, it was replaced with another of the same device and following post-dilatation with a 4.5/8 nc emerger balloon catheter, the procedure was completed. There were no patient complications reported and the patient was stable.